Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the mildly tortuous and mildly calcified left circumflex (lcx) and left anterior descending (lad) arteries. The 3.00x20mm promus element stent delivery system was advanced and deployed "crossing over the lcx to lad." The stent seemed well positioned and well apposed immediately following deployment, however it was noted on angiogram that the ostium of the lcx appeared "narrowed." A non-bsc intra-vascular ultrasound (ivus) catheter was advanced to the lesion and it was confirmed that the ostium of the lcx was not narrowed. While in the lcx the ivus catheter was being pulled back when a strut in the middle of the pomus element stent got stuck on the catheter and caused the proximal end of the stent to lengthen. An unspecified non-compliant balloon catheter was then advanced for post-dilation. The procedure was considered completed at this point. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).